Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient in their mid 50¿s underwent an atrial fibrillation ablation plus a roof line and a mitral line ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that the patient was stable, but suddenly etco2 dipped. Anesthesia alerted, and they checked and there was a pericardial effusion. Pericardiocentesis was performed. Patient was ok. Additional information was received. This adverse event was discovered during use of biosense webster products. The physician believes that when he pushed the coronary sinus catheter (abbott inquiry) deeper in the coronary sinus. It might have perforated the coronary sinus. The patient outcome of the adverse event is fully recovered with no residual effects. A transeptal puncture was performed with a baylis versacross needle. Prior to noting the pericardial effusion, ablation was performed. There was no evidence of steam pop. The event occurred most likely occurred during the ablation phase. An irrigated catheter was used in the event, the flow setting was low 2ml, high 15 ml. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Graph; dashboard; vector; visitag force visualization features were used. The visitag module was used, the parameters for stability used were 3mm, 3 sec, 25% 3g. No additional filter was used with the visitag. Other color option was used prospectively. This complaint will be conservatively reported as ablation performed prior to noting pericardial effusion. Should additional information become available this complaint will be reassessed.